Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The biomedical team at the hospital saw a console with water damage before use while the console was in the storage area. There was no patient involvement.